Event description:
Imdrf codes must be updated.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24115517 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim product cracked and leaked prior to administering saline

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed